Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported blank display. Troubleshooting was performed and the display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-sep-2023 in the pump history file. (B)(6) 2023 15:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 17:32:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 03:03:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 03:34:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 03:43:32.000 batteryremoved (55) (B)(6) 2023 03:43:32.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 03:44:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 03:45:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 03:45:26.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 03:45:34.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 1:02:00 pm. There was no power data available for the dates of (B)(6) 2023 and (B)(6)2023. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), and power loss alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the pump's time reset. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. Changebatteryfault (73) unknown. Offnopower (11) unknown. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.